Event description:
Consumer called to report receiving high/erratic readings with their plink meter. Analysis run on clark error grid using mean avg. Reading (249) as ref. Point vs. Bd readings of 20,477 yielded data points in the c/e zone of the grid, outside of acceptable limits.